Event description:
It was reported that an alarm occurred due to an occlusion issue with the pump. The impact on the customer's blood glucose level was unknown, as the caller declined to provide information on whether the level exceeded normal range. Technical support assisted the caller by providing instructions on how to address the occlusion alarms, including disconnecting parts and filling a new cartridge, but the alarms persisted and a visible ball of insulin was seen. Ultimately, technical support decided to replace the pump, confirming warranty status, serial numbers, and shipping details. The customer was informed about the need for a replacement but did not share details related to backup therapy for insulin delivery.